Event description:
It was reported that removal difficulties were encountered. The more than 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a 3.25mm x 12mm nc emerge balloon catheter failed to cross the lesion, a 3.00mm nc emerge balloon catheter was advanced to pre-dilate the lesion. After the lesion was stented, post-dilation was performed using a 3.75mm x 8mm nc emerge balloon catheter. However, even though the balloon was fully deflated, it was still difficult to retract the balloon from the stent. Eventually, the physician pulled negative on the balloon catheter again and the balloon was able to be removed. There were no patient complications.